Event description:
It was reported by the rep that during a lap nissen procedure, they were cutting the short gastric and the device took longer than usual to cut the vessel. The device cut but did not seal causing both ends to bleed. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
Info is not available; device was not returned for eval.